Event description:
A consumer reported possible low inaccurate results with a one touch meter. Patient has been testing blood glucose once a month but started to test 4x/day as of 11/2001. Since 11/2001, a nurse attendant started to help patient using the ot meter. No information available on who maintains the ot meter. 14 days later, patient's blood glucose ranged 0.5mmol/l to 1.6mmol/l on ot meter although pt ate two meals and was given juice and candy. Because of the low readings, patient drove to hospital at about 06:30pm. Patient's blood glucose was 12.3mmol/l on hospital's meter, time of test unknown. Patient did not experience any adverse events in association with the low ot meter readings. Patient has had 2 attacks of loss of consciousness in 11/2001. One attack was due to low hemoglobin. No further information has been reported.